Event description:
Note: the procedure date is unknown. It was reported to boston scientific corporation that a cre wireguided balloon was used in a dilatation of the esophagus (patient information is unknown.) According to the complaint, during the procedure the balloon ruptured. No pieces of the device detached and the procedure was completed with another of the same device. There were no patient complications and the patient's condition had been described as "good."

Event description:
Note: the procedure date is unknown. It was reported to boston scientific corporation that a cre wireguided balloon was used in a dilatation of the esophagus (patient information is unknown.) According to the complaint, during the procedure the balloon ruptured. No pieces of the device detached and the procedure was completed with another of the same device. There were no patient complications and the patient's condition had been described as "good."

Manufacturer narrative:
A visual examination of the returned device revealed the balloon was torn longitudinally, confirmed the reported event of balloon burst. Further inspection did not reveal any other defects. The root cause of the event is operational context as the burst was likely caused by procedural factors encountered during the procedure (e.g. Sharp sources.)

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.